Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the customer was being admitted to the hospital for diabetic ketoacidosis (dka) and elevated blood glucose (bg). Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.